Manufacturer narrative:
This MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals intact. A review of the pump event history log found evidence related to the reported problem, am high alarm displayed cassette not attached properly. During testing of the pump, the reported problem was duplicated. The root cause of the reported issue was found to be a faulty downstream occlusion sensor. Actions were taken to mitigate the reported issue: the downstream occlusion sensor.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had high downstream occlusion pressure and was alarming "cassette not attached properly" during testing. There was no patient, or clinician injury associated with this event.